Manufacturer narrative:
On 6-jul-2021, the investigation on the suspected medical device was completed. Two devices with the same lot number were received and were not differentiated for left and right. Multiple attempts were made to identify the complaint device. However, no response was received. Therefore, both returned devices were analyzed. Investigation summary (device 1): mentor conducted a visual inspection of the returned device. During visual evaluation, crease/folds were observed in the posterior view of the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. H.6. Component code (g04088): membrane. H.6. Investigation findings (c22): cosmetic. H.6. Investigation conclusions (d12) : known inherent risk of device. Investigation summary (device 2): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. H.6. Component code (g07002): appropriate term/code not available . H.6. Investigation findings (c19): no device problem found. H.6. Investigation conclusions (d14) : no problem detected. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided grade IV capsular contracture. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with two 420cc mentor memoryshape breast implant prostheses (catalog #: 3341305, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. The implantation date was estimated as (B)(6) 2007 based on available information.